Manufacturer narrative:
Product evaluation summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the patient presented for a device check and their heart rate was in the 30-60s beats per minute. The device had no output and could not be interrogated. It was also reported that at the device check three months prior the device had an estimated longevity of 8-34 months. The device reached end of life (eol) and there was possible early battery depletion. The device was explanted and replaced. No further patient complications have been reported as a result of this event.